Event description:
Irritation surrounding gown. Last week 2 employees were sent to our worker's comp. Provider because of symptoms: skin irritations and respiratory difficulty. Both hcp received rx zyrtex medication. The customer mentioned several staff members have a past history of mild sensitivities and allergic reaction issues.

Manufacturer narrative:
This is the second complaint of this nature we have received for this catalog number. However, both reports have come from your facility. There have not been any changes to the gown material, which would account for the situation encountered by your nurses. The material used in the product is supplied by an approved supplier. Our factory has not received any allergic complaints from our operators. During the converting process, all operators are required to sterilize their hands every two hours. The environmental controls in our workshops are in compliance with specifications. Furthermore, the converting process (cutting, sewing, folding...etc.) In our factory is not likely to cause any type of irritation reaction. No chemical or additive is used in the converting process. During the product development phase, all materials used for the gown were evaluated for biocompatibility. The testing was performed in accordance with internal standard iso10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users.